Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm since past 3 days. The customer's blood glucose level was 200 mg/dl. The customer reported that for the past three days she had a lot of insulin flow block alarm and had changed the set 5 time both infusion set and reservoir, but she go an alarm with manual prime and bolus. Troubleshooting was performed and the insulin did not exit. The customer was advised that the alarm may be due to the reservoir. The reservoir will not be returned for analysis.